Event description:
During routine testing, the user found that the unit would restart itself approximately every 2 seconds. There was no patient involved. Tests indicated that the problem was caused by an abnormally low resistance in capacitor c5 on assembly. The cause of the low resisitance could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.